Event description:
On (B)(6) 2008, the pt presented with an angled aortic neck outside of IFU guidelines and was implanted with an unknown device. On (B)(6) 2008, an angiogram revealed a type I endoleak and on (B)(6) 2008, the pt underwent a re-intervention with a gore excluder aaa endoprosthesis aortic extender and a palmaz stent, which successfully resolved the endoleak. Further investigation is pending.

Manufacturer narrative:
Method - further investigation is pending.